Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set bent cannula event on (B)(6) 2026. This led to high blood glucose levels for which the patient treated with manual shot of insulin. Patient replaced infusion set and resumed insulin delivery. No further information available.